Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific crm received information that this left ventricular (lv) lead exhibited impedances greater than 2000 ohms. Technical services (ts) discussed the possibility of conductor fracture, lead-to-device connection, or dislodgement. Ts suggested lead testing and a chest x-ray to assess other measurements and lead position. No adverse patient effects were reported.